Event description:
It was reported that the device went into reset mode after being exposed to electrocautery during surgery. The device was restored to normal function and there were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.